Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) 2023: tha was performed and the devices were implanted. Around on (B)(6) 2026, the patient presented with pain at a different facility from the original surgery had been performed, however the crp level was low. On (B)(6) 2026, an increase in crp was observed and it was judged to be an infection. A revision surgery was planned. On (B)(6) 2026, a revision surgery was performed, and the cup, head and the neck were replaced. Since there was no loosening of the stem, the stem was not replaced. Oc-00000783.